Manufacturer narrative:
D9 / h3 updated to indicate device was not returned. The reported event could not be confirmed since the device was not returned for evaluation and no other evidence was shared. A device inspection was not possible since the affected device was not returned and no other evidence was shared for evaluation. The batch record could not be reviewed because the affected device was not returned, and the lot number was not communicated. A review of the labeling did not indicate any abnormalities. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed. H3 other text : device disposition is unknown

Event description:
It was reported the hoffmann micro lengthener assembly implanted / installed on (B)(6)2021 for 4th metatarsal osteotomy & lengthening. Surgeon reported this week that distal clamp on monotube fixator had become loose, and was causing a shift into plantar flexion of the patient's 4th metatarsal. To date, nothing uncorrectable has occurred per discussion with the surgeon and patient. Patient was directed to stop at-home lengthening procedures until the exchange could be made, and to my understanding, has been directed to resume as of the installation of new device.

Manufacturer narrative:
Upon completion of the investigation any additional information will be communicated in a supplemental report.

Event description:
It was reported the hoffmann micro lengthener assembly implanted / installed on (B)(6) 2021 for 4th metatarsal osteotomy & lengthening. Surgeon reported this week that distal clamp on monotube fixator had become loose, and was causing a shift into plantar flexion of the patient's 4th metatarsal. To date, nothing uncorrectable has occurred per discussion with the surgeon and patient. Patient was directed to stop at-home lengthening procedures until the exchange could be made, and to my understanding, has been directed to resume as of the installation of new device.